Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pregnant at time of essure". The patient's medical history included gravida ii, parity 2, vulvovaginitis trichomonal and human papilloma virus infection. Denies nausea/vomiting/ diarrhea/fevers hsg details: discrepant information-there are 2 essure devices on the right side and the one on the left. Impression-patency of the left fallopian tube with free spill of contrast. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included latex allergy (rash), right lower quadrant pain, vaginal irritation, vaginal redness, bloating, trigonitis and ovarian cyst (right). Concomitant products included ibuprofen (motrin) for right lower quadrant pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic and hysteroscopic removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: insertion details: left ostia with approximately 3 to 4 coils noted in the uterus after placement. Had essure with difficult placement and there are 2 essure devices on the right side expected date of delivery: (B)(6) 2008. Discrepancy in insertion dates previously reported as (B)(6) 2008. Discrepancy in essure removal date:- 2011 and (B)(6) 2013. Date(s) of insertion: (B)(6) 2008 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2008: 21,000. Hysterosalpingogram - on (B)(6) 2008: there are 2 essure devices on the right side and the one on the left.. Ultrasound scan vagina - on (B)(6) 2008: an intrauterine gestation was identified. Mean gestational age was 6 weeks, 3 days. ¿concerning the injuries reported in this case, the following one was described in patients medical record: medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2021: this is retention case, all information from deletion case (B)(4) were transferred including reporters, references and source documents. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pregnant at time of essure". The patient's medical history included gravida ii, parity 2, vulvovaginitis trichomonal and human papilloma virus infection. Denies nausea/vomiting/ diarrhea/fevers hsg details: discrepant information-there are 2 essure devices on the right side and the one on the left. Impression-patency of the left fallopian tube with free spill of contrast. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included latex allergy (rash), right lower quadrant pain, vaginal irritation, vaginal redness, bloating, trigonitis and ovarian cyst (right). Concomitant products included ibuprofen (motrin) for right lower quadrant pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic and hysteroscopic removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: insertion details: left ostia with approximately 3 to 4 coils noted in the uterus after placement. Had essure with difficult placement and there are 2 essure devices on the right side expected date of delivery: 06-oct-2008. Discrepancy in insertion dates previously reported as (B)(6) 2008. Discrepancy in essure removal date:- 2011 and (B)(6) 2013. Date(s) of insertion: (B)(6) 2008 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2008: 21,000. Hysterosalpingogram - on (B)(6) 2008: there are 2 essure devices on the right side and the one on the left.. Ultrasound scan vagina - on (B)(6) 2008: an intrauterine gestation was identified. Mean gestational age was 6 weeks, 3 days. ¿concerning the injuries reported in this case, the following one was described in patients medical record: medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: medical record received. Reporters added, patient's demographics and essure removal date updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pregnant at time of essure". The patient's medical history included gravida ii, parity 2, vulvovaginitis trichomonal and human papilloma virus infection. Denies nausea/vomiting/ diarrhea/fevers hsg details: discrepant information-there are 2 essure devices on the right side and the one on the left. Impression-patency of the left fallopian tube with free spill of contrast. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included latex allergy (rash), right lower quadrant pain, vaginal irritation, vaginal redness, bloating, trigonitis and ovarian cyst (right). Concomitant products included ibuprofen (motrin) for right lower quadrant pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic and hysteroscopic removal of essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: insertion details: left ostia with approximately 3 to 4 coils noted in the uterus after placement. Had essure with difficult placement and there are 2 essure devices on the right side expected date of delivery: (B)(6) 2008. Discrepancy in insertion dates previously reported as (B)(6) 2008. Discrepancy in essure removal date:- 2011 and (B)(6) 2013. Date(s) of insertion: (B)(6) 2008 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2008: 21,000. Hysterosalpingogram - on (B)(6) 2008: there are 2 essure devices on the right side and the one on the left.. Ultrasound scan vagina - on (B)(6) 2008: an intrauterine gestation was identified. Mean gestational age was 6 weeks, 3 days. ¿concerning the injuries reported in this case, the following one was described in patients medical record: medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "pregnant at time of essure". The patient's medical history included gravida ii, parity 2, vulvovaginitis trichomonal and human papilloma virus infection. Denies nausea/vomiting/ diarrhea/fevers hsg details: discrepant information-there are 2 essure devices on the right side and the one on the left. Impression-patency of the left fallopian tube with free spill of contrast. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included latex allergy (rash), right lower quadrant pain, vaginal irritation, vaginal redness, bloating, trigonitis and ovarian cyst (right). Concomitant products included ibuprofen (motrin) for right lower quadrant pain. On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("genital haemorrhage"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary tract disorder nos"), cystitis ("cystitis"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (surgical removal of coils in 2011). Essure was removed in 2011. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: insertion details: left ostia with approximately 3 to 4 coils noted in the uterus after placement. Had essure with difficult placement and there are 2 essure devices on the right side expected date of delivery: (B)(6)2008. Discrepancy in insertion dates previously reported as (B)(6)2008. Discrepancy in essure removal date:- 2011 and (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2008: 21,000. Hysterosalpingogram - on (B)(6)2008: there are 2 essure devices on the right side and the one on the left.. Ultrasound scan vagina - on (B)(6)2008: an intrauterine gestation was identified. Mean gestational age was 6 weeks, 3 days. ¿concerning the injuries reported in this case, the following one was described in patients medical record: medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received reporter information added, event medical device removal was replaced by pelvic pain, events added genital haemorrhage, psych injury, bladder/urinary problems. Event outcome added recovered resolved to pain, bleeding and bladder/urinary problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical removal of coils') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "pregnant at time of essure". The patient's medical history included gravida ii, parity 2, vulvovaginitis trichomonal and human papilloma virus infection. Denies nausea/vomiting/ diarrhea/fevers hsg details: discrepant information-there are 2 essure devices on the right side and the one on the left. Impression-patency of the left fallopian tube with free spill of contrast. Previously administered products included for an unreported indication: aygestin. Concurrent conditions included latex allergy (rash), right lower quadrant pain, vaginal irritation, vaginal redness, bloating, trigonitis and ovarian cyst (right). Concomitant products included ibuprofen (motrin) for right lower quadrant pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coils in 2011). Essure was removed in 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details: left ostia with approximately 3 to 4 coils noted in the uterus after placement. Had essure with difficult placement and there are 2 essure devices on the right side. Expected date of delivery: (B)(6) 2008. Discrepancy in insertion dates previously reported as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2008: 21,000. Hysterosalpingogram - on (B)(6) 2008: there are 2 essure devices on the right side and the one on the left. Ultrasound scan vagina - on (B)(6) 2008: an intrauterine gestation was identified. Mean gestational age was 6 weeks, 3 days. ¿concerning the injuries reported in this case, the following one was described in patients medical record: medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case is incident. This case is medically confirmed. Plaintiff fact sheet and medical record received. Events "pregnant at time of essure, surgical removal of coils", were added. Reporter, medical history, concurrent conditions, lab data, essure (indication amended), essure removal date, concomitant medication were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.